Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, far p-wave oversensing was observed from several episodes in the ventricular tachycardia zone. There was no capture on the right ventricular lead. The lead was explanted and replaced. During the revision, fluoroscopy revealed the right ventricular lead had dislodged. A possible cause was likely from left arm movement after the procedure. The patient condition was good during and after the procedure.